Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation and exchange from textured to smooth implants due to the patients concerns with the product.''

Event description:
Healthcare professional reported left side "deflation and exchange from textured to smooth implants due to the patients concerns with the product". Device has been explanted.